Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three events of kinked cannula on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 respectively. The site of location was abdomen. Symptoms were noticed within 3 hours of insertion of infusion set. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.